Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the data/history in the blood glucose monitor was incomplete and this caused him to deliver an additional bolus that was not needed. No adverse event was reported. The alleged product was replaced and requested for evaluation.